Event description:
It was reported that this lead was partially explanted, it is not known if it was replaced. There is no more information available. No additional adverse patient effects were reported.